Manufacturer narrative:
Multiple attempts were made to obtain the product and additional information from the customer. Masimo was informed the sensor used for this event was discarded. Retains of the same reported sensor type were tested and found to be functioning as designed. A review of the history for this sensor was performed and it was concluded that the sensor was in the field for over one (1) month with no previous returns for servicing or other issues prior to the reported event.

Event description:
It was reported that the pr on the radical 7 is low. The pr was in the 60-70's however on auscultation it is in the 160's.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted.